Event description:
Customer reported unexpected negative reactions with capture-r ready screen (crrs) (3), lot r026 and capture-r ready-ID (crrid), lot id103 when testing a patient sample containing anti-e on the echo. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrs, lot r026 and crrid, lot id103.the cusotmer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.